Event description:
The customer reported via phone call that the esc and act buttons on the insulin pump are not responding and she received a button error alarm. The customer stated, she might have been sleeping on it. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 151 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.